Event description:
Total shoulder athroplasty was performed on 5/6/1998. Revision surgery was performed on 6/12/1998, due to disassociation of the humeral head component. It was reported that the disassociation had occurred during the time the patient was undergoing vigorus physical therapy.